Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 600 mg/dl and 320 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the bolus and manual injections. The customer did not mention any symptom related to high blood glucose level. The customer alleged the insulin pump for under delivery because only injections bring blood glucose levels down. The customer stated that the insulin pump failed the high pressure test. The customer reported that the insulin pump did not give any alarms. The insulin pump will be returned for analysis.